Event description:
It was reported that during a device interrogation, the nurse spelled a burning smell and the screen went blank on the programmer. No adverse event to the patient. The programmer was replaced.

Manufacturer narrative:
Final analysis found a damaged component on the inverter board had failed and burned. Inverter board failure was the cause of the complaint.